Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.omm icm120v4 implantable collamer lens in the patients right eye (od) on (B)(6) 2005 and anterior subcapsular cataract was observed on (B)(6) 2014. The lens was removed, cataract surgery was performed and an iol was implanted. Last bcva was 20/24 and ucva 20/28. See MFR# 2023826-2014-00688 for the other eye.